Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and reviewed the logs. The anesthesia control board was replaced to resolve the issue. No report of patient involvement.

Event description:
The hospital reported that there was a flow valve error intermittently displayed on screen. There was no report of patient involvement.